Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that, following intraocular lens implant procedure, her vision was like looking thru frosted glass window. Her cataract was thick and developed corneal edema. The patient underwent second surgery. Post that the patient had severe dry eyes and was told gland beneath eyelids are plugged. Took hot compresses and eye drops. Additional information was requested.